Manufacturer narrative:
Product analysis: visual inspection of the section of returned tubing showed evidence of a split/damage. Additional visual inspection showed that the tubing was not tygon. During the cleaning process there was a leak observed at the split. The reason for return was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported that the raceway tubing was leaking. The device was replaced to complete the procedure. There was no patient impact associated with this event. It was also reported that the affected tubing was found to be standard tubing, not tygon tubing as the specification suggests. There was no air leak in the system. Blood loss due to the leak was minimal but not quantified by the account. No transfusion was needed as a result of this leak.

Manufacturer narrative:
Conclusion: the complaint is confirmed for damaged tubing and incorrect tubing assembly. According to the visual analysis of the returned tubing, evidence of a split/damaged was observed and it was confirmed that the tubing is not tygon as the customer required. During performance analysis a leak at the split was observed. Material available from the same tubing lot was inspected, no damaged or other abnormalities were observed. After evaluation the cause of this complaint could be associated to the extended use of the tubing (6 days), per the ¿pressure integrity test¿ it is recommended not to extend the 6 hours of usage with this tube, since its physical integrity is not guaranteed. Regarding to the tygon tubing replacement, the sales rep was notified of the shortage, and it was agreed to build a work order using the tubing substitute, nevertheless the client was not aware of this change. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. There were no adverse patient effects because of this incidence. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.